Event description:
The user facility reported to terumo cardiovascular systems that out of box, the recirculation line separated from the arterial outlet, and there was a crack noted on the arterial outlet. No patient involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).